Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address one of 3 reported loosening events. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were nonverifiable and the product was not returned.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that abutment screw had loosened causing the abutment to be loose. Screw was replaced and patient was released. No injury has been reported.